Manufacturer narrative:
Sensor (B)(4) was returned and investigated. No physical damage observed on sensor patch. Observed no issues with returned adhesive. Therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced a skin reaction while wearing an adc device and experienced skin irritation. Customer had contact with a healthcare professional and was prescribed prednisone for treatment. There was no report of death or permanent injury associated with this event.